Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that a supply bag lines are blocked message occurred in dwell 5 of 6 of treatment. The patient contact stated when the patient initially first started treatment she noticed one of the supply bags had disconnected and reconnected the supply bag. It was reported that an alternate treatment option was available. Technical support advised the patient contact it would be best to cancel treatment due to the supply bag being disconnected. Technical support also offered assistance, however the patient contact stated she could move forward on her own and no further action taken. The cycler software version (swv-ec) were not available due to the patient contact stating numbers in the front were completely gone and not rubbed off. Upon follow up, the patient contact stated that they had a supply bag disconnect at the beginning of treatment. However, the patient clarified that the disconnection occurred towards the end of treatment. Even though the supply bag was immediately reconnected, the patient recalled training and had the patient contact disconnect everything in lieu of alternative treatment. There was no leak from the supply bag or connection. The damaged label was on the cycler and the software version could not be determined. The patient contact stated the patient discontinued treatment on the cycler and completed treatment using manuals. The patient contact stated the patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event. The cycler set and solution bags used were discarded and not available to be returned for physical analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that a supply bag lines are blocked message occurred in dwell 5 of 6 of treatment. The patient contact stated when the patient initially first started treatment she noticed one of the supply bags had disconnected and reconnected the supply bag. It was reported that an alternate treatment option was available. Technical support advised the patient contact it would be best to cancel treatment due to the supply bag being disconnected. Technical support also offered assistance, however the patient contact stated she could move forward on her own and no further action taken. The cycler software version (swv-ec) were not available due to the patient contact stating numbers in the front were completely gone and not rubbed off. Upon follow up, the patient contact stated that they had a supply bag disconnect at the beginning of treatment. However, the patient clarified that the disconnection occurred towards the end of treatment. Even though the supply bag was immediately reconnected, the patient recalled training and had the patient contact disconnect everything in lieu of alternative treatment. There was no leak from the supply bag or connection. The damaged label was on the cycler and the software version could not be determined. The patient contact stated the patient discontinued treatment on the cycler and completed treatment using manuals. The patient contact stated the patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event. The cycler set and solution bags used were discarded and not available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.